Event description:
It was reported the pt had a heart cath and emergency angioplasty in 2004. The sheath was left in place post intervention and pulled outside the cath lab with hand pressure. The pt returned for a cardiac cath 2 months later where an angio-seal device was deployed. The pt presented to hosp the following month for a peripheral angiogram due to leg pain and numbness. The angiogram revealed a dissection in the common femoral artery with a large filling defect. The physician was able to cross the area and stent the common femoral and iliac arteries.